Event description:
Philips received a complaint by the customer on the v60 indicating while in use, the unit stopped cycling breaths and alarmed 1009 "(vent-inop): pressure regulation high" on screen. The unit was removed from the patient without incident, and no patient harm was reported. The customer requested bench repair to correct the issue. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse emailed the bench repair form with instructions and the customer acknowledged. This investigation is ongoing.

Manufacturer narrative:
During bench repair evaluation, error 1009 (highpressurevio) was confirmed in the device logs. Internal inspection revealed that the proximal pressure tubing and machine pressure tubing were reversed, which caused the 1009 alarm condition. The tubing connections were corrected, resolving the issue. The device subsequently passed all required performance verification tests in accordance with philips standards. The investigation concludes that no further action is required at this time. If additional relevant information is received, the complaint file will be reopened.